Event description:
It was reported that shortly after the inflatable penile prosthesis (ipp) device was implanted the patient began experiencing pain and curvature because the device was too long. The patient later presented with the tubing from his cylinders exposed around the pubic area. He was found to have an infection. The ipp device was explanted, the entire region of the infection was washed out, and then a new ipp device was implanted. The patient had fully recovered following the procedure.